Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was severed. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.